Event description:
A medtronic rep reported while performing a 2 level fusion, the surgeon felt navigation was displaying the probe position 4-5mm lower on the second level than it really was. The surgeon discontinued use of the stealth station navigation system and the o-arm and opted to continue the surgery with fluoroscopy only. There was no impact to the pt outcome.

Manufacturer narrative:
A medtronic rep visited the site and tested the system. He found no malfunctions or inaccuracy. System performing properly.